Event description:
The patient reported feeling dizzy for several days. Follow-up was conducted to obtain information on the patient and whether the episodes were device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling dizzy for several days. Follow-up was conducted to obtain information on the patient and whether the episodes were device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event. Follow up information from the clinic was received and indicated that the patient's symptoms were not device related and that there were no product performance issues with the device.

Manufacturer narrative:
Asku